Event description:
The customer reported falsely decreased wbc results for one patient when running on the cell-dyn sapphire analyzer. The following data was provided (wbc normal range: 4.5 ¿ 11.2 x 10e9/l): sid (B)(6): on (B)(6)2023 = initial wbc result = 0.008 x 10e9/l (8/ul) on (B)(6)2023 =repeat wbc result = 21.8 x 10e9/l (21800/ul) the hemoglobin and platelet results were provided for reference as they correlate with each other and there is no discrepancy (hemoglobin: initial result = 8.76 / repeat result = 9.3; platelet: initial result = 691 / repeat result = 706). The customer failed to manually review the blood smear of the patient sample to confirm the wbc results. The falsely decreased wbc result was reported to the medical provider, resulted in a bone marrow aspirate/biopsy to be performed on the patient. There was no harm to the patient. There was no additional impact to patient management reported.

Manufacturer narrative:
The complaint investigation for observed falsely decreased white blood cell (wbc) results on the cell-dyn sapphire analyzer, serial number (B)(6), included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. Field service did not find any errors concerning sample aspiration fault. A vacuum error caused by clogged tubing was resolved by cleaning and flushing. A review of tracking and trending and did not identify any related trends. A review of device history review and did not identify any non-conformances or deviations related to the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Review of the reports confirmed a dispersional data alert for the initial wbc result, indicating the need for the operator to follow a laboratory protocol, such as repeating the sample, performing a stained blood film review, or notifying the physician. Use error contributed to this event because the customer did not verify the initial result. Based on the investigation, no systemic issue or product deficiency was identified for cell dyn sapphire, serial number (B)(6).

Event description:
The customer reported falsely decreased wbc results for one patient when running on the cell-dyn sapphire analyzer. The following data was provided (wbc normal range: 4.5 ¿ 11.2 x 10e9/l): sid (B)(6): on (B)(6) 2023 = initial wbc result = 0.008 x 10e9/l (8/ul). On (B)(6) 2023 =repeat wbc result = 21.8 x 10e9/l (21800/ul). The hemoglobin and platelet results were provided for reference as they correlate with each other and there is no discrepancy (hemoglobin: initial result = 8.76 / repeat result = 9.3; platelet: initial result = 691 / repeat result = 706). The customer failed to manually review the blood smear of the patient sample to confirm the wbc results. The falsely decreased wbc result was reported to the medical provider, resulted in a bone marrow aspirate/biopsy to be performed on the patient. There was no harm to the patient. There was no additional impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.